Event description:
It was reported that the caller experienced an issue with a cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset and assisted the caller through the process. Cgm error code did not display on the pump after reset. Caller successfully started their sensor session.